Manufacturer narrative:
Evaluation of the returned packing coil lp confirmed a pusher assembly kink and revealed a fracture near the kinked location. If the device is forcefully mishandled at an extreme angle during use, damage such as this may occur. Further evaluation of the device revealed that the embolization coil was detached from its pusher assembly inside the introducer sheath. This damage was likely resulted from the pusher assembly fracture. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the abdominal aorta using packing coil lps and a non-penumbra microcatheter. During the procedure, after advancing a packing coil lp approximately a few centimeters into the microcatheter, the physician bent the pusher assembly of the packing coil lp. Therefore, it was removed. The procedure was completed using a new packing coil lp and additional coils with the same microcatheter. There was no report of an adverse effect to the patient.